Event description:
User received discrepant troponin t result for one pt sample. Initial result was 0.035 ng/ml, repeat result was 0.280 and 0.273 ng/ml on another analyzer and 0.292 ng/ml on this analyzer. No results were reported until the second run was complete. The field service rep determined the pt sample was the possible cause and checked the analyzer. Performance tests were performed which were within specification.